Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer pops up too many medications, instead of 2 pockets it opens all 8 pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist troubleshot the device and confirmed that the field service engineer (fse) had already addressed the issue, and no further action was required from technical support specialist. The case was closed. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer pops up too many medications, instead of 2 pockets it opens all 8 pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.